Event description:
Channel error/housing issue housing- binding/stuck claw case front- damaged/cracked carriage assembly- ttf00017 gap check passed iui- corrosion carriage assembly- tube drive bent carriage assembly- split nut damaged/worn flange gripper- damaged/cracked case rear- damaged/cracked barrel clamp assembly- damaged/cracked carriage assembly- damaged/cracked wiper seal- damaged/cracked handle- damaged/cracked 08/08/2018 11:10:16 shalisa lorenzo (slorenzo) po for $354 approved by saba negash, 2674262899, negashs@email.chop.edu. Shipping & billing addresses confirmed. There was no patient involvement. 08/20/2018 05:54:02 melvin p pascua (mpascua) received unit with internal software of 9.33.0.50 plastic program. 08/20/2018 11:15:56 annette a mendez (amendez) 1z9791540270284859.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. No identified issues required escalation. The database showed quality notifications were opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).